Event description:
Patient presented with scoliosis was implanted with a long construct on an unknown date approximately one year ago. It was reported that the patient was doing fine post-operatively. The patient was returned to a hospital in gainesville, fl for gallbladder surgery on an unknown date. After the gallbladder surgery, the patient immediately complained of back pain. Patient returned to the surgeon on an unknown date and x-rays were taken of her back and x-rays revealed two rods broke post-operatively. The rod on the right side was broken from l1 to l2. The rod on the left side was broken from l3-l4. Patient was returned to the o.r. On (B)(6) 2012 for revision surgery. The surgeon noted inter-operatively that there was a non-union at levels l1-l2 and l3-l4; all other levels were fused. Surgeon removed two transconnectors and one screw. The broken bi-lateral rods remains implanted in the patient. The surgeon connected the new rods onto the existing rods. Surgeon implanted two new rods, four parallel connectors, three screw and two additional transconnectors to stabilize the construct. This is 1 of 2 reports for the same event. (B)(4)

Manufacturer narrative:
Additional narrative: device was implanted approximately one year ago (2011). Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received.

Manufacturer narrative:
This device is used for treatment not diagnosis. Note: blank fields on this form indicate information that is unknown, unavailable or unchanged. Placeholder.